Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, ten (10) tubes had fibrin present after centrifugation. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Retention samples could not be tested as the samples were expired at the time of investigation. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. As of 10jun2024 (confirmed by investigator) customer return samples were not received. Tracking number was provided but does not indicate samples were received at manufacturing plant. Furthermore, the lot number has expired as of 30apr2024; therefore further testing cannot be performed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, ten (10) tubes had fibrin present after centrifugation. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-jul-2024. Investigation summary: bd received 1 sample for the investigation on 23 july 2024, however the product expired 30 april 2024. Testing cannot be performed on expired tubes. Retention samples similarly could not be tested as the samples were expired at the time of investigation. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, ten (10) tubes had fibrin present after centrifugation. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for evaluation. Retention samples could not be tested as the samples were expired at the time of investigation. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, ten (10) tubes had fibrin present after centrifugation. There was no report of patient impact.